Event description:
The account alleged the bed keeps moving on its own. The cause is unk. No pt impact.

Manufacturer narrative:
The technician checked the caregivers in the siderails to make sure there was not any damaged or a key stuck. There was nothing damaged. The only thing the technician found was a scd machine on the floor under the foot end of the bed. The technician saw no flashing light for the sensors being set off. The technician could not find a cause for the issue. The technician resolved the issue by talking to the pt and getting feedback and then in servicing the nurse on the sensors and keeping the remote in the siderail and just a general in-service of the bed.